Manufacturer narrative:
Our field service engineer inspected the device on-site, and confirmed the reported issue. During troubleshooting, it became evident that the nozzle units were the cause of the reported issue, and they were therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Evaluation of the provided device logs confirms the reported issue. The logs show that the monitor pressure transducer subtest failed several times due to the pressure deviating by more than 1cmh20 between the breathing and monitoring subsystems. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with the feather spring to regulate the gas flow through the gas module. The replaced nozzle units were returned for further inspection. The nozzle units were placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. To investigate the issue further, a mechanical force was applied on top of the feather springs and then released, which ended in the membrane getting stuck on one of the nozzle units thus causing a delay in release. The nozzle unit should be replaced during the annual preventive maintenance or after 5,000 hours of operation, whichever occurs first. Based on the analysis of the received logs and the available information, it appears that preventive maintenance has been performed in accordance with the prescribed instructions. Consequently, the cause of this customer product complaint has been determined to be early wear of the membrane in one of the nozzle units.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).